Event description:
Originally reported to (B)(4), patient self tester reports protime system inr 3.9. Unspecified lab system 3.0. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return.